Event description:
The customer reported the device cannot start. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device cannot start. There was no report of pt involvement. The device was evaluated by a philips field svc engineer. The symptom was verified. The switch was replaced to resolve the issue.